Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a high blood glucose of 550 mg/dl. The customer no longer had the insulin pump with her, and was unable to troubleshoot. Nothing further was reported.